Event description:
Pt received total hip in 1999. Ten days following surgery x-rays revealed a nondisplaced longitudinal fracture distal to the stem. The ceramic femoral head fractured on 5/29/99 and the pt was revised in 1999. Only the acetabular shell was not revised. Pt is a physician and is 5'11" tall.